Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. The customer¿s blood glucose (bg) was 674 mg/dl. Customer addressed bg level by an manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.